Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) inspected and performed a full calibration and functional check. Tested the unit. The equipment works to the manufacturer¿s specs, cleared for clinical use. Returned to customer.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a balloon fill restriction error message. There was no patient involvement.